Event description:
It was reported that the patient was unable to adjust stimulation. A display showed "call your doctor" icon, which is a power on reset condition. Further information is being requested from the hcp.